Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, episodes of noise were noted on the right atrial (ra) and right ventricular (rv) leads lead fracture was suspected but not confirmed. No intervention was performed and the patient was stable. Related manufacturer report number: 2017865-2021-06890.

Event description:
Additional information received indicated that noise resulted in oversensing.